Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient complained that the pulse generator was too superficial and it bothered her. On (B)(6) 2015 the physician elected to explant the pulse generator and upgrade it to a dual chamber; the system was implanted on the patient sright side. The patient was doing fine post surgery.